Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed to power up. There was no harm or injury reported. Device evaluation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer's service center reported the software came in already upgraded to the current version. No detachable battery came with the unit for evaluation. The device returned without a power cord. There were no significant events in the error log. The issue with initial power up was confirmed. No repairs were performed. There was no cause of the power up failure reported. The unit was not needed for inventory and the unit was scrapped. The coding grid reflects the information available.